Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm); model#: sc-4116, serial/lot#: (B)(4), description: or cable 1x16, 61cm and extension. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing loss of stimulation as the patient's lead had pulled down and the patient's six contacts had failed. The patient underwent a revision procedure wherein the leads and splitters were replaced. Malfunction was suspected. The patient was doing well postoperatively.